Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the pneumatic block revealed water deposits and water ingress. The pneumatic block was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to the main blower temperature sensor. The device was not in patient use when the reported event occurred.